Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he un-occluded the roller pump to maximum and when he attempted to occlude, pump tongue cracked. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) removed the tongue and occlusion mechanism. The fsr cleaned grease off the threaded shaft and inside occlusion mechanism threads. He discovered a yellow sticky residue remained that could possibly account for the occlusion knob sticking, thereby breaking the plastic tongue when attempting to turn occlusion knob. The fsr replaced the roller pump tongue and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.